Event description:
This case is cross referenced with case: (B)(4). (Cluster). This unsolicited case from united states was received on (B)(6) 2017 from a healthcare professional. This case concerns an adult male patient who received treatment with synvisc one and later after unknown latency experienced adverse reaction (unevaluable event). Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021, expiry date: unknown). On an unknown date, after unknown latency the patient experienced adverse reaction (unevaluable event). Action taken: unknown corrective treatment: not reported for both the events outcome: unknown for both the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented." Pharmacovigilance comment: sanofi company comment dated 29-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced adverse reaction. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 22-dec-2017 from a healthcare professional. This case concerns (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency experienced adverse reaction/mild fever, swelling and pain of both knees. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021, expiry date: 31- may-2020) for primary osteoarthritis. On an unknown date in (B)(6) 2017, after unknown latency the patient experienced swelling, pain of knees, chills and mild fever day after injection. As of (B)(6) 2017, swelling had subsided and the patient had no further fever or chills. It was reported that the patient was improving, was able to bear weight and tolerate restriction of movement. Corrective treatment: not reported for all the events. Outcome: unknown for device malfunction; recovered/resolved for experienced adverse reaction/mild fever and swelling; recovering/resolving for pain of both knees. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented." Additional information received on 31-dec-2017 from a health care professional. Additional related cases were added. Patient's age was added. Therapy onset date, dose, frequency, indication and expiration date for the suspect product synvisc one added. The event of adverse reaction was updated to adverse reaction/mild fever and the outcome updated from unknown to recovered/resolved. Additional events of swelling and pain of both knees added with details. Action taken was updated from unknown to not applicable. Patient's clinical course was updated and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 31-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced adverse reaction of fever, knee pain and swelling. A temporal relationship can be established between the product administration and the events as per the given information.furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.